Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. However, mdm was performed, po will be placed. Will make customer aware that part is currently on backorder due to supply chain issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : parts request.

Event description:
It was reported to vyaire medical that the main board for device alarmed transducer fault. No patient harm was reported.